Event description:
The customer reported that the system displayed an a/d channel error and was completely down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.